Event description:
The customer stated that air entered at the access level during priming. Customer has not yet provided pt information.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.